Event description:
Reporter states, I had a partial hip replacement implant in (B)(6) of 2007 due to avascular necrosis of the hip. Since the implant I have had lots of complications and it took me six months to be able to ambulate with no assistance. Few years later, due to prolonged metal exposure, I developed metallosis and pseudotumors. I was also diagnosed with osteonecrosis that led to the failure of the implant as it broke off. A total hip implant was then performed in (B)(6) of 2014. Complications from this device, almost cost me my life and those of my two kids. I urge FDA to help take this product off the market. I also want to be compensated for all my medical bills.